Event description:
The ventilator was connected to the pt. The customer reports the ventilator stopped ventilating and there were no alarms. There was pt injury. Nursing discovered the pt was blue and o2 sats were in the high 70's. The pt went into cardiac arrest and was revived. The extent of the pt's injuries is unknown.